Event description:
It was reported that pump generated multiple altitude alarms within 24 hours, including altitude alarm 21, despite customer following precautions and not exposing pump to moisture or wearing it against skin. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place affected pump in storage mode, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return faulty pump using prepaid shipping label, which customer understood and acknowledged.